Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, dyspareunia, bleeding, mesh migration, and perforation of the vaginal wall. No further information has been provided.